Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that when assessing the patient's infusion of tpn/caffeine citrate into the a central line that it was noted to be leaking from the end of the tubing with the slip tip t-connector. Upon further examination it was noticed there was a crack that had caused the leak. The tubing was replaced with no patient harm.

Event description:
The customer reported that when assessing the patient's infusion, it was noted that it was leaking from the end of the tubing with the slip tip t-connector. Upon further examination, it was noticed there was a crack that was causing the leak. The tubing was replaced with no patient harm.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that when assessing the patient's infusion of 240ml of eculizumab (900mg) in 0.9% ns (150ml) to infuse at 400ml/h for 36 minutes via the central line was noted to be leaking from the end of the tubing with the slip tip t-connector. Upon further examination it was noticed there was a crack that had caused the leak. The tubing was replaced with no patient harm.

Manufacturer narrative:
The customer¿s report that the set cracked and leaked was confirmed. Functional testing confirmed leaking from a crack on the female luer wall. Visual inspection showed no evidence of tool marks. The cause of the leak was a crack on the female luer. The root cause of the crack is unknown.